Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. As a precautionary measure the drive assembly was replaced. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted when our investigation is completed. The full evet site name is (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a vacuum error, out of calibration. No patient harm, serious injury or adverse event was reported.